Event description:
The customer reported an error 10004. There was no pt involvement. A recurrent system failure cycle power error message could prevent the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported an error 10004. There was no pt involvement. A recurrent system failure cycle power error message could prevent the delivery of therapy. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.